Event description:
The valve dislodged into the sheath. They were unable to advance the stent for deployment. The sheath was then cut down for removal. The patient did not sustain any adverse effect from this event.